Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture, pain, burning, and taking a different shape. Per ultrasound "irregular, uncharacterized septa" was noted and it confirmed intracapsular rupture. The device remains implanted.